Event description:
Customer contacted haemonetics (B)(6), 2010 reporting their orthopat machine had a suspected spill and that the device is not passing the safety checks. No injury or reaction was reported.

Manufacturer narrative:
Evaluation of the returned device confirmed a spill within the centrifuge tubing to the driver board. Issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).